Event description:
On 03/18/2024, it was reported by a arthrex subsidiary employee via (B)(4) that an ar-1595 retro button drill tip was broken when creating a femoral foramen using the tp technique. The tip could be removed from inside the joint by cutting the foramen using an eich or mosquito. Used a new product and the case is completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.